Manufacturer narrative:
The oncomine comprehensive assay plus is a research use only targeted, next-generation sequencing (ngs) assay that provides a solution appropriate for formalin-fixed paraffin-embedded (ffpe) sample across 517 genes. It allows concurrent analysis of dna and rna to simultaneously detect in a single workflow: multiple types of variants, including single nucleotide variants (snvs), insertions and deletions (indels), copy number variants (cnvs), gene fusions; measure complex biomarkers like microsatellite instability (msi), and tumor mutational burden (tmb), and automatically calculated tumor cellularity and loss-of-heterozygosity 1,2. The user ran the assay on the ion genestudio s5. Our investigation of oncomine comprehensive assay plus showed the libraries from sample preparation at (B)(6) delivered correct sequencing and analysis results at one of internal sites. At this point it was determined that the issue is not with oca plus reagents and is site specific. Upon additional investigation it was determined that the ambient temperature observed at (B)(6) was lower than the optimum temperature suggested. To confirm the ambient temperature effect, r&d was able to reproduce lower msi scores in controls samples when running at a lower temperature. A notification to customers and labs using the oncomine comprehensive assay plus has been distributed to notify users of a potential issue that under specific circumstances may affect the performance of microsatellite instability (msi) assessment. The long term corrective action is to provide a software update that will allow for the instrument to make temperature adjustments automatically relative to laboratory temperature.

Event description:
An assay, oncomine comprehensive assay plus, which is labeled for research use only, not for use in diagnostic procedures was undergoing analytical validation in a laboratory called (B)(6). This assay provides a comprehensive genomic assessment on formalin-fixed paraffin-embedded (ffpe) samples. During this validation, it was observed that a set of samples had lower, non-concordant msi scores compared to the same samples tested using orthogonal tests (qpcr and/or ihc). After investigation it was determined that the msi scores were depressed due to the impact of a low ambient temperature within the lab. Specifically, lab temperatures decreased below 25°c and approached 20°c which is the extreme low end of instrument operating temperature. This low temperature lead to msi validation sample results being depressed below the mss threshold and being misclassified in comparison to the orthogonal methods. No patient samples were run and no patient management decisions were made. Therefore, there were no immediate or long-range health consequences as a result of this incident. If a laboratory decided to use the oncomine comprehensive assay plus off label as a laboratory developed test this requires the assay to be validated prior to use per clia regulations and any performance issues would be detected. In the unlikely event the laboratory temperature range drops consistently below 25°c after the assay validation is performed; the temperature drop should be detected by the laboratory as they are required to monitor the labs temperature on a daily basis. If this monitoring is not performed, it is possible that an inaccurate msi status could be assigned and reported, and that clinical decisions may be influenced if used as a sole determinant for decision making.